Event description:
Letter dated 7/2/2008 to MFR from proclaim america inc. : pt was admitted in 2008 and fell on five days later, resulting in a fractured left femur. "Our investigation to date indicates that the bed alarm actually malfunctioned as the pad was defective." "These pads are disposable units that are good for 14 days." (Sic) discussion with facility on original month, with safety officer stated that the disposable pad had a wobbly cord, and that they discarded the unit. Therefore, product was unavailable for testing by MFR. No reports were completed by facility. Suspect product is the disposable pt-specific 14 day bed pad.

Manufacturer narrative:
MFR contacted end user, after receiving letter of incident. They discarded suspected product. Therefore an eval can not be performed.